Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged eye irritation, dizziness and/or headache, kidney disease/toxicity, liver disease/toxicity, lung disease and cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged eye irritation, dizziness and/or headache, kidney disease/toxicity, liver disease/toxicity, lung disease and cancer. Medical intervention was not specified. The device was returned to a manufacturer service center. The technician confirmed no particles in the air path during the device evaluation. There was four error code found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d, device serviced by 3rd party, device avail. For eval? And date returned has been updated. In box h, device eval. By mfg. Has been updated. In box g: report source has been updated. In box h6: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.